Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, following intraocular lens implant procedure, the iol was explanted due to medical reasons.

Event description:
Additional information was received from the hcp indicating that the patient experienced an iol drop caused or contributed by a posterior capsule gap. The patient also experienced reduced visual acuity. The iol was exchanged for another lens model one week following the initial implant procedure. It was reported the patient was hospitalized as a result of the event. The patient¿s issues have resolved following the secondary procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the hcp that during iol implantation, a small corner of haptic broke off which eventually caused the posterior capsule rupture.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Information indicated a company handpiece was used, however it stated a company cartridge was not used. A non- company viscoelastic was indicated. The reported damaged haptic may be related to a failure to follow the instructions for use (IFU). Information indicated a company handpiece was used, however it stated a monarch cartridge was not used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. Original information stated the lens was replaced due to a medical issue. Further information was provided that the company lens was replaced with an anterior chamber iol due to an iol dislocation related to a posterior capsule gap. Upon further request for information it was indicated "small corner of haptic broke off during implantation which eventually caused the posterior capsule rupture". There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).